Manufacturer narrative:
(B)(4). Device evaluation summary: an opened box with twenty-six unopened samples of product code z340, lot # mlm953 were returned for evaluation. The complaint sample was not received. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. Per the conditions of the samples received, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. A manufacturing record evaluation was performed for the finished device mlm953 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Total qty involved for reported issue (in package- how many?/pre-op-how many?/intra-op- how many?)? Was this issue noticed during single patient event/single procedure?

Event description:
It was reported by a veterinarian that an animal underwent an unknown surgical procedure on or about (B)(6) 2019 and suture was used. The needle easily pulled off of the suture of several packets. The surgeon used the same size suture from a box with a different lot number and it worked fine.